Event description:
The facility reports the resident was being moved from the bed to the shower chair. The resident's legs are very contracted. As the resident changed form a lying to a sitting positon, resident slid through the sling. The resident suffered a laceration to the back of the head and skin tears to the buttocks and back.